Event description:
Complaint found in maude database: arrowgard blue two-lumen hemodialysis catheterization kit for high volume infusions 14f, 2 lumen, 20 cm with 0. 35 inch dia. Spring-wire guide. Insertion of guide-wire was uneventful. Catheter was then inserted but there was difficulty removing guidewire approximately half way. Upon initial inspection of guidewire, it appeared intact but once x-ray was completed it was noted that a piece of the guidewire was retained inside of the patient's vasculature. Interventional radiology was notified and was able to remove the remaining guidewire. Chest xr addendum: additional clinical history provided of retained wire. There is a new linear density projecting over the right neck with tip in the right svc which could reflect retained wire. Correlate clinically. CT chest w/o contrast: linear metallic density in the right neck soft tissues extending into the right internal jugular vein with tip in the svc compatible with reported history of retained wire. The proximal aspect of the wire is not included in the field-of-view. Ir removal: impression: status post successful removal of foreign body under fluoroscopic guidance.

Manufacturer narrative:
Qn# (B)(4). The MDR report key is 12121432. The MDR text key is 260548282. The report number is mw5102293. Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The report number is mw5102293.

Event description:
Complaint found in maude database: arrowgard blue two-lumen hemodialysis catheterization kit for high volume infusions 14f, 2 lumen, 20 cm with 0. 35 inch dia. Spring-wire guide. Insertion of guide-wire was uneventful. Catheter was then inserted but there was difficulty removing guidewire approximately half way. Upon initial inspection of guidewire, it appeared intact but once x-ray was completed it was noted that a piece of the guidewire was retained inside of the patient's vasculature. Interventional radiology was notified and was able to remove the remaining guidewire. Chest xr addendum: additional clinical history provided of retained wire. There is a new linear density projecting over the right neck with tip in the right svc which could reflect retained wire. Correlate clinically. CT chest w/o contrast: linear metallic density in the right neck soft tissues extending into the right internal jugular vein with tip in the svc compatible with reported history of retained wire. The proximal aspect of the wire is not included in the field-of-view. Ir removal: impression: status post successful removal of foreign body under fluoroscopic guidance.